Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements show affected channels.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Audiologist reported that in situ measurements show all channels having hi impedance. There is no specific incident of accident or trauma, but the parents report that the recipient bangs his head on the ground when frustrated or falls when running. The recipient is not verbal and cannot comment on sound quality. The recipient was re-implanted .